Manufacturer narrative:
(B)(4)

Event description:
Procedure: bowel resection. According to the reporter: the stapler was applied to rectum and deployed as usual. Bowel was divided and stapler released. The staple line was not on the rectum at all. Relevant medical history: polyp recto sigmoid. The patient was reported to be a (B)(6) old female. No patient injury or ill-effects were reported. Modification of technique was required; hand sutures. There was no unanticipated tissue loss, tissue damage or bleeding was reported. Surgical time was delayed by more than 30 minutes. Nothing fell in the surgical cavity. Patient current status is reported as ok. The device is not being returned; it was discarded by the customer.